Event description:
At the implant procedure, during dissection for a passage for the tunneling tool, a vessel was nicked and the patient experienced bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.